Event description:
It was reported that when using the bd pyxis¿ anesthesia station es workstation displayed "disconnect mode" while the server indicated that it was connected. The station was restarted twice; however, all users were unable to log in. The drawers were opened, allowing medications to be retrieved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network cable was faulty. A field service engineer found station was going offline when the network cable was moved, then replaced customer provided network cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.